Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion with a significant bend of less than 45 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment. However, it was noted that the distal edge of the stent was lifted during insertion. The procedure was completed with a 2.25x28 synergy xd des. There were no patient complications reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR. : synergy xd mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured using snap gauge and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no damage. A visual and tactile examination of the hypotube found no issues along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion with a significant bend of less than 45 degrees was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 2.50 x 28mm synergy xd drug-eluting stent (des) was advanced for treatment. However, it was noted that the distal edge of the stent was lifted during insertion. The procedure was completed with a 2.25x28 synergy xd des. There were no patient complications reported.

Manufacturer narrative:
(B)(6).